Event description:
On (B)(6) 2015, a customer reported some unexpected negative antibody identification wells on a galileo echo, when tested on (B)(6) 2015.

Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site to assess the instrument in question on 29apr2015. The fse replaced the probe and also the 1000ul syringe. The fse also adjusted the software wash x and wash y values. The fse also obtained the appropriate test batch information and supplied that information back to immucor technical support for review. That review determined that bubbles were observed in the color check well images, meaning that there was no sample liquid pipetted into the affected wells. This was an instrument malfunction. Following the fse activity at the site, the instrument was then subsequently determined to be operating as expected.